Event description:
It was reported that the endoscope reprocessor was installed in december 2023, and the only recorded maintenance activities were completed in january 2024 and january 2025. Water filters were not being replaced on time and water line disinfection was not being performed. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No new information received by the customer.

Manufacturer narrative:
The device was not returned to olympus for inspection but was inspected on site by a field service engineer (fse). A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.